Event description:
According to the reporter, during a laparoscopic procedure on (B)(6)2017,the needle fell into the cavity of the patient. The needle was retrieved to resolve the issue in order to complete the case. Patient outcome was unknown.